Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the surgeon had difficulties when firing the first three reloads. The stapler was locking in the fourth reload. There was firing, but the device only cut, did not staple. Unk how case was completed. There were no adverse consequences to the pt.